Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 07 oct 2008 to the present date 15 jan 2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a check IV set error. No patient involvement.